Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced severe painful and permanent injuries, disability and impairment. Product was used for therapeutic treatment. Please refer importer report (B)(4).

Manufacturer narrative:
Tracking number (B)(4).